Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining the results of 336 mg/dl and 97 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
It was reported that a patient underwent a laparoscopic cholecystectomy procedure on (B)(6) 2010. The locking plate of the reservoir was too tight to be locked when the nurse checked the product before use. Another like device was used with no adverse patient consequences.